Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had pulsatility index (pi) events followed by low flow and then the pump stoppage with red heart alarm. A data log file was submitted to the manufacturer where the event was confirmed and appears to have lasted -9 seconds while the patient was connected to battery power. Pump stoppage and power elevation events were associated with this alarm. Driveline fault detection did not appear to show any signs of damage to the motor power wires. X-ray images of the driveline were recommended. The patient was asymptomatic at the time of the event.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.